Event description:
New information noted that programming changes were made (B)(6) 2020.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular lead was exhibiting noise oversensing. Programming changes were discussed but not made. Patient experienced no consequences.